Manufacturer narrative:
This unit was serviced by a vyaire medical authorized service technician. The service technician checked the error log for any faults and none were found, verified the pressure xdcr calibration, heater operation for the expiratory filter assembly. The unit passed all performance checks with no issues. The original patient circuit and settings were not provided, all testing was performed with a service circuit and no problems were found.

Event description:
It was reported to vyaire medical that the ventilator was alarming "circuit occlusion" while in use on a patient and would not reset. The patient was placed on another ventilator with no harm.